Event description:
Hcp reported pt complaints of "an electric shock in their brain when pt pushes on their device in the neck." No report of device explant. The pt outcome is reported as fair. A follow up report will be sent when additional info is received.